Manufacturer narrative:
(B) (4). (B) (4). Device#1: part#12673-05, lot# 84007-6h indicated is being filed under medwatch MFR # 2953144-2010-00158. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.